Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that 2 out of 4 or 5 insulin syringes that they recently received are just not right. It is like part of the safety device is already partly engaged when cap is removed. No injury reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The lot was produced on february 1 ¿ 4, 21, 22, 2022. A sample was not received for evaluation. Without additional information, a representative sample(s), or photograph(s) being provided, a more complete investigation cannot be performed to the full extent and the reported condition cannot be confirmed. Although the reported condition cannot be confirmed, a corrective and preventive action has been initiated to address the reported issue.